Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information received: this issue occurred in few times in other procedure. The events occurred during use in the patient. There were no damages or anomalies noted to the devices or packaging prior to use. The devices were stored, handled and prepped according to the IFU with no anomalies noted during prep. There were no damages noted to the hub of the catheter. The following statement was provided by the contact ¿few times have been doses ¿contrast¿ without any problem use normal syringe.¿ it was reported that the two device would not connect at all. The initial reporter for the facility is (B)(6). This is one of three products reported by the physician to have had this problem and the associated manufacturer report numbers are 9616099-2015-00120, 9616099-2015-00122, and 9616099-2015-00123. Please note that these events were separated since they occurred during different procedures.

Event description:
As reported, there was difficulty with the connection between the tempo catheter and arcroyal injector tubing during angiography procedure was reported. It happened few times. The procedure was completed after the physician used a regular syringe to add the marker/contrast. No consequences for the patient reported .

Manufacturer narrative:
Complaint conclusion: as reported, there was difficulty with the connection between the tempo catheter and the arcroyal injector tubing during an angiographic procedure. This event has occurred before. No consequences for the patient were reported. The procedure was completed after the physician used a regular syringe to inject the contrast. There were no damages or anomalies noted to the devices or packaging prior to use. The devices were stored, handled and prepped according to the IFU with no anomalies noted during prep. There were no damages noted to the hub of the catheter. A non-sterile unit cath tempo 5f jb 2 100cm was received inside of a plastic bag. Tempo catheter was received and no damages were observed to naked eye. Functional analysis was performed connecting a y connector lab samples to luer hub and incompatibility was experienced. The od thread was measured and found within of specification. The hub was inspected under vision system and slight deformation (oval) was observed on the hub lumen however no damages were observed on the thread. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. The failure reported ¿luer hub/ incompatibility/fit-with injector tubing/IV tubing (peripheral)" event was confirmed based on the results of the functional test. Although the exact cause of the reported failure is unknown; an incorrect connection with another device could generate thread deformation and hinder the connection. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The product was returned for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. Please note that the reported account was (B)(6). Concomitant devices: arcroyal IV tubing product code 12001736, lot # 429072. This is one of three products reported by the physician to have had this problem and the associated manufacturer report numbers are 9616099-2015-00120, 9616099-2015-00122, and 9616099-2015-00123. Please note that these events were separated since they occurred during different procedures.